Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging obtaining a control solution reading that fell outside of the specified control range. It was noted that call was dropped. No additional information regarding the alleged meter issue was obtained. This complaint is being reported because the reported because the alleged control solution issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.